Manufacturer narrative:
Zimmer (B)(4) became aware of the complaint on (B)(6) 2015. Only one product (unknown (B)(6)) was reported to the manufacturer. An MDR initial report was submitted to FDA on (B)(6) 2015 (MFR report #9613350-2015-01900). Further information about additional devices was received as the devices were returned on (B)(6) 2015 for investigation. Therefore initial MDR reports for the additional devices are being submitted. DHR review: ti scr std 40x28 mm10; ref# (B)(4), lot# unknown. The DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that a patient was implanted an ankle fix 4.0 system. Fixation problems even with locking screws was reported. Also that "the screws come out of the plate and the hole construct is failing" no further documents were provided. Devices analysis: an ankle fix plate, 3 standard screws (length 28mm, 44mm, 50mm) and 6 locking screws (3x26mm, 24mm, 2x20mm) were returned for investigation. Standard screws: the three standard screws (length 28mm, 44mm, 50mm) showed some minor damages at few threads. The 44mm standard screw showed deformations of the first threads near to the screw head. Locking screws: two of the 26mm locking screws showed heavy damages at the threads on and near to the screw head and some damage at the other threads. The other locking screws showed some minor damages at few threads. Ankle fix plate: the plate surface showed scratches also within the screw holes. One of the central screw holes was filled with a metal piece, which looked like a broken piece of a threaded instrument like a drill guide. The three screw holes and their threads at the narrow side of the plate (proximal side) were partially deformed like they were being drilled. Review of internal documents: inspection plan: ankle fix plate (ref.: (B)(4); lot: 16536) sampling rate: (B)(4) pieces out of (B)(4). No abnormalities. Surgical techniques: the surgical technique ankle fix system 4.0 contains information and illustrations about all the steps needed for the implantation of an ankle fix plate. The surgical technique ankle fix system 4.0 states for distal screw insertion that "for locking screws, the corresponding 2.7 mm threaded-tip drill guide (black mark) must be used to avoid damaging the threads and to ensure correct drill direction." And for proximal screw fixation that "once adequate compression has been achieved, drill, measure, and insert locking screws in the plate in the same manner as with the distal screws". Possible causes for the reported event: reduced biomechanical anchorage or disconnection of plates and locking screws due to lack of adequate design of mating components. Not possible as according to the complaint summary an adverse trend due to inadequate design would have been detected. Plate does not mate with components due to lack of adequate design of mating components. Not possible as validated in design validation report. Damage of implant / jammed implant (screw) due to wrong design of the screws. Not possible as validated in design validation report, drawing; stated in (B)(6) "device history record" (B)(6) 2013, (B)(6). Damage of implant / jammed implant due to wrong design of plates. Not possible as validated in design validation report, stated in drawing, (B)(6) "device history record" (B)(6) 2013 and (B)(6). Dysfunctionality / malfunction of defective device and instruments due to inadequate transportation condition, or wrong handling during transportation imposed by user and/or the environment. Possible, as it is unknown how the products were transported and therefor this point cannot be excluded. Malfunction, insufficient device performance or durability due to: user´s disregard of manufacturer´s recommendation; use error (slips,lapses, mistakes, reasonably foreseeable misuse); abnormal use beyond risk control. Possible as the device handling and use are unknown, therefore this point cannot be excluded. However, the plate shows deformation of the proximal screw holes and threads. Adverse reactions, and/or structural integrity, insufficient durability, breakage of implants due to misinterpretation or disregard of indication, contraindication patient´s congenital drawback or other anomalies and precaution of use of device. Possible as the device handling and use are unknown, therefore this point cannot be excluded. However, the plate shows deformation of the proximal screw holes and threads. Damaged screw thread and thread on the plate due to failure to align threaded screws into the screw holes along the thread axis (not necessary perpendicular to the particular portion of the plate surface). Possible as it is possible that the screws were not aligned well and this led to insufficient plate fixation. Instability of arthrodesis due to failure to drill bicortically. Possible as it is possible that the screws were not aligned well and this led to insufficient plate fixation. Insufficient compression, lack of arthrodesis stability due to fixation pin insertion only monocortically. Possible as the use of the device is unknown and no x-rays/surgical reports were returned for evaluation, therefore this point cannot be excluded. Insufficient implant anchorage or tissue damage due to wrong choice of standard screw length: screw length is too short: leading to instability of plate fixation; screw length is too long: causing tissue damage. Possible as the use of the device is unknown and no x-rays were returned for evaluation, therefore this point cannot be excluded. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the visual examination evidenced a damage of the proximal screw holes and the presence of a broken instrument tip (most probably a drill guide tip) in a central screw hole. The type of damage to the proximal screw holes, which could be caused by drilling into the screw holes without a drill guide, could have affected the fixation of the proximal locking screws and led to plate instability. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted a ti scr std 40x28 mm10 on unknown date. It was stated that the patient had metal reactions and swelling. Fixation problems even with locking screw was reported. Also that "the screws come out of the plate and the hole construct is failing". The patient underwent a revision surgery on unknown date.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as it is unknown if a revision already took place as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changed this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a normed generic trauma on unknown date and it is unknown if a revision surgery already took place. It was stated that the patient had metal reactions and swelling. Fixation problems even with locking screw was reported. Also that "the screws come out of the plate and the hole construct is failing."